Manufacturer narrative:
Product evaluation: failure analysis for fiber s-llf200tg / (B)(4): the fiber is fractured within the blue jacket at 2 feet and 11.5 inches from the distal tip; the fiber appears bent, stretched, and melted at the location of fracture; the glass fiber is detached but the outer blue sheath is still attached at the location of fracture; the distal tip of the fiber exhibits signs of usage and fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break; the total length of the fiber is 11 feet and 6 inches; black discoloration was noted near the distal tip within blue jacket. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that ¿dr was using flexible ureteroscope for case in kidney. The stone was not in a pole. Upon firing the laser, the fiber broke within seconds of use". A "second fiber was opened and it broke shortly thereafter¿. The procedure was completed utilizing a third fiber. ¿patient was unharmed as fiber broke in doctor¿s hand. Dr. Was unharmed. Stone was broken. Procedure was completed.¿ this report is for the first fiber used.